Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Functional testing involved a leak test and found that a leak was detected in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed for a similar part and found no discrepancies. Based on the evidence, the complaint was observed and a root cause was unable to be determined.

Manufacturer narrative:
(B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube had a leak alarm on an artificial respirator after the device had been in use with a patient for 2 hours. It was observed that the cuff had an air leak. The device had been checked prior to use. The tracheostomy tube was replaced. No patient injury was reported. See MFR: 3012307300-2017-00706.